Manufacturer narrative:
Concomitant medical products - model: d274drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia). It was noted that the patient had a recent left ventricular assist device (lvad) system implanted. Follow up was completed and it was verified that reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.